Manufacturer narrative:
The device is not available fore return as it remains implanted, the root cause for the intervention therefore remains indeterminable. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, the device was implanted for eight (8) years, four (4) months, thirteen (13) days and was explanted due to stenosis. It was noted this patient had history of smoking, coronary artery disease, hypertension, diabetes, chronic kidney disease, and hyperlipidemia. These may have played a part in the failure of this pericardial bioprosthesis. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 23mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was eight (8) years, four (4) months, thirteen (13) days. Through obtained patient records, it was noted the reason for explant was due to prosthetic aortic valve stenosis. During the procedure the surgeon was satisfied with the placement of the 23mm transcatheter valve and the heart recovered well. Tee showed no leak within the valve and hemostasis was excellent. The patient as transferred to cvicu in stable condition and was discharged on pod day 3 in stable condition.